Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent unspecified spinal surgery at levels l2-s2. On an unknown date, screw on l3 was found to be loosened. Revision was performed to remove all screws initially placed and placed 5.5 screws. During the revision, blood pressure dropped when surgeon tried to insert ha stick (non-mdt hydroxyapatite solid granule). Surgeon commented the causality between the event and ha stick was unknown.ha stick was manufactured by a non-mdt manufacturer and is distributed only in (B)(4). The loss of blood pressure noted during the revision recovered soon after so no additional treatment was performed. Surgeon commented that the patient was a (B)(6) female who had poor bone quality that might contributed to the screw loosening. He also commented that the cause of the loss of blood pressure was unknown. The removed screws were discarded at the facility. The products came in contact with the patient.a